Event description:
A caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and after doing so, the same malfunction did not recur. The customer was instructed to continue using the pump but was advised to call back if any malfunction code recurs, which the caller acknowledged and understood.